Manufacturer narrative:
According to the facility in july they were "preparing for a procedure and fluid was not going". Per the facility the syringe was not staying on the sub manifold, and they believe "the luer lock is faulty" on the syringe. Per the facility they replaced the manifold, and the procedure was able to be completed without injury or medical intervention. The sample of the device is not available for evaluation. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan- 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility in july they were "preparing for a procedure and fluid was not going".